Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, death and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the circumflex artery. The patient presented with chest pain and difficulty breathing. Following pre-dilatation, a 2.75x33mm xience alpine stent was implanted; however, one hour after the procedure the patient showed signs of chest pain and thrombus was confirmed through angiography. Balloon angioplasty was performed to treat the thrombus but the patient expired during the procedure due to unknown reasons. An autopsy was not performed. No additional information was provided.